Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the scope communication error code e216 was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for evaluation related to a separate issue. During testing the repair center technician found the image error scope communication error code e216, was resolved after replacing the ultrasound plug unit and analogue to digital cable, the image was normal, and the cause was traced to component failure. There was no patient involvement.